Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent set was implant in a female patient (patient identifier, age, and weight unknown) on (B)(6) 2010 following a flexbile scope transurethral uretero lithotripsy procedure. At that time it was noted that some of the calculus remained in the patient, however, the procedure was completed after the stent was implanted. According to the complainant, on (B)(6) 2010, the stent was attempted to be removed. The physician was unable to remove the stent from the patient due to encrustation. It was noted that stone fragments blocked and accumulated within the bottom of ureter (stone street). Eswl was performed and the stent was removed. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
(B)(6): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual evaluation of the returned polaris loop ureteral stent found that the loops of the stent were stretched. Both loops also had a suture impression in the end of the loop where the suture had been attached and used to maneuver the stent. Encrustation was found inside the stent at both pigtail loops. A functional evaluation found that a 0.035 inch guidewire could not be passed through the stent due to the encrustation inside the stent. The directions for use lists stent encrustation as a potential complication and also instructs the user on how to monitor the device during placement. Therefore, the most probable root cause for the event of encrustation is determined to be anticipated procedural complication. The deformation to the stent is most likely due to attempted removal. Therefore, the secondary most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a polaris' loop ureteral stent set was implanted in a female patient (patient identifier, age, and weight unknown) on (B)(6), 2010 following a flexbile scope transurethral uretero lithotripsy procedure. At that time it was noted that some of the calculus remained in the patient, however, the procedure was completed after the stent was implanted. According to the complainant, on (B)(6), 2010, the stent was attempted to be removed. The physician was unable to remove the stent from the patient due to encrustation. It was noted that stone fragments blocked and accumulated within the bottom of ureter (stone street). Eswl was performed and the stent was removed. The patient was reported to be in "good" condition at the conclusion of the procedure.